Manufacturer narrative:
The duraseal dural sealant (202050) was not returned for evaluation as the product was sprayed to the patient as per customer; therefore, an evaluation of the device could not be performed. There is no current released/approved study to show the effects of using duraseal product past the expiration date. The root cause is undetermined as to why the customer used a product out of expiration dating. A device history record (DHR) review and trending were performed as part of the evaluation. Proper finished good testing is performed prior to release as indicated on each DHR. Product was not received for analysis and the investigation could not confirm the complaint. The risk remains acceptable per the risk analysis. The complaint will be closed as user error. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported that they inadvertently used an expired (04/30/2022) duraseal dural sealant system (202050) during closing of a craniotomy for tumor resection procedure. Duraseal sprayed and worked as normal without surgeons seeing any difference in product performance. This mistake was only realized after the surgery was completed. There was no patient injury. No surgical delay was reported. However, the facility is seeking some sort of documentation for a "grace period" for use of the product after expiration, and any testing to prove the efficacy of the product after the expiration date.